Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a correction bolus after a manual injection was administered. The customer's blood glucose (bg) level was 380 mg/dl. Customer confirmed bolus was delivered due to user error. Tandem technical support provided additional training in regards to bolus deliveries. Additionally, it was reported that the customer experienced a "high" blood glucose (bg) level; however, a bg value was not provided. Customer declined to provide further information or undergo troubleshooting.